Manufacturer narrative:
The customer care team have provided troubleshooting advice on the intensity settings of the breast pump, including the slow and gentle pumping rhythms. The customer care team sent the customer a replacement breastshield but the issue has still persisted so they have asked for the breastshield and breastpump back for analysis. If the products are returned and further analysis is done, a follow up report will be sent.

Event description:
Customer from the UK initially reported on (B)(6) 2024 that they were experiencing continuous suction on their elvie stride 2 and that their nipple was getting caught in the breastshield. The customer was sent a replacement breastshield, but then contacted elvie customer care on (B)(6) 2025 to advise that they were still experiencing the same issue and they mentioned that it was causing pain and that they had sought advice from a healthcare professional who had prescribed pain killers and antibiotics for treatment.